Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they are still having some pain while sitting where the incision is. Patient stated they have always had a little discomfort there and they thought it was part of the healing process. The patient was redirected to their healthcare provider to further address the issue. Reviewed security guidelines. Additional information was received from the patient. The reason for call was patient said they are having a problem with the implant for bladder control. They are in a lot of pain. It is pinching her and poking her. It is very painful when she sits and getting up. Never bothers her when walking. The pain started about 6-7 weeks ago. It wasn't real bad at first. It was just little twinges. At first they didn't think anything of it. They called her doctor and went down to his office and they said they would be contacted by medtronic. They never got a phone call so she called him back and they gave her this phone number to call. They can't get the handset to connect with the stimulator. They keep getting mes sages can't find and retry. They doesn't know if it is working or not. Walked caller through checking her settings. The stimulation was on. Patient lowered the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable. Additional information was received from the patient. Patient called back and repeated information previously noted regarding pain. Patient stated it hurts to move or sit and it was poking them. Reviewed therapy adjustment options including turning therapy off. Patient changed programs during the call. Patient turned therapy on and stated they could handle the stimulation. Patient will continue monitoring how they feel and will contact hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.